Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a tip of the sensor filament was left in her arm and required medical attention to remove the broken sensor tip from the arm. Customer further reported on an unspecified date in ¿january¿, she experienced symptoms described ¿pain and swelling¿ that she perceived to be infected. The customer had contact with a healthcare provider extract the filament from a customer¿s arm. The hcp also prescribed antibiotic and other unspecified medication for treatment. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint types (skin irritation/allergic reaction, as well as sensor tip left in the body) and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. As there was no serial number provided, dhrs could not be reviewed for these issues, however if the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that a tip of the sensor filament was left in her arm and required medical attention to remove the broken sensor tip from the arm. Customer further reported on an unspecified date in ¿(B)(6)¿, she experienced symptoms described ¿pain and swelling¿ that she perceived to be infected. The customer had contact with a healthcare provider extract the filament from a customer¿s arm. The hcp also prescribed antibiotic and other unspecified medication for treatment. No additional information was provided. There was no report of death or permanent impairment associated with this event.